Event description:
It was reported the customer jumped in the pool with the insulin pump on. The device alarmed button error and was non responsive. Customer's blood glucose was 357 mg/dl. Customer's family or friend was advised to discontinue use of the device and revert to back up plan. Customer family or friend was going to discuss the matter with customer's mother. Customer's mother called back reported the same issues but stated customer blood glucose was 554 mg/dl. Customer mother stated the device was stuck on the battery out limit screen. No further information reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly and motor noted. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.